Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that a piece of the cable was stuck inside the tip of the monopolar cautery instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the metal casing of the accessory tip was inserted into the instrument; it was stuck inside the plastic adaptor. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage tip if to reoccur could cause or contribute to an adverse event.